Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively in a laparoscopic hysterectomy with appendectomy, during the introduction of the powered stapler, the seal of the trocar became stuck to the jaw of the powered stapler during passage through the trocar, resulting in a total loss of pneumoperitoneum. The stapler was removed with the seal still attached to the jaw; the seal did not fall into the abdominal cavity. The seal was also damaged. The trocar was replaced to continue the surgical procedure. There was no patient injury.